Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. The unit was tested by operating the attach detach cassette, found cassette not attached properly and causing pump to alarm. The defective dso sensor will be replaced.

Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed cassette not attached, attach cassette before starting pump. During testing. No patient involvement reported.